Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving inappropriate high voltage (hv) therapy. Upon interrogation, high defibrillator impedance, no capture, and low sensing on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the rv lead was dislodged due to twiddler's syndrome. The physician turned hv therapy off and hospitalized the patient for lead revision. During the lead revision, the helix could not be extended so the lead was explanted and replaced. The patient was stable with no adverse consequences.